Event description:
The hospital reported that a neonatal patient fell from a giraffe incubator. The patient had cranioencephalic trauma and was transferred to the ICU. The patient remains in stable condition. Hospital staff and a ge healthcare field engineer determined the incubator was functioning properly within normal parameters and could be returned to service. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Information not provided. Unique identifier: (B)(4). Legal manufacturer: (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The ge healthcare fe found no issue upon inspecting the device. All parts were intact and assembled as intended, all latches were working as intended, and the walls were opening and closing as intended. The customer did not provide additional details on the reported event despite multiple attempts by ge healthcare. The root cause could not be determined based on the information provided.